Manufacturer narrative:
It was claimed that device failed pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the both pressure transducer printed circuit boards (pcb) are malfunctioning. The boards have been replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to its differential pressure transducer. The pressure transducer pcb is part of the pressure measuring in the system. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. Device logs and replaced parts have been not available for the further analyze of the issue. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).